Event description:
As reported, a 5f exoseal vascular closure device (vcd) was used with a non-discolored indicator window. Manual pressure was used to stop the bleeding. There was no reported patient injury. The device was stored and prepped according to instructions for use (IFU). The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, was not available. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The device never changed color. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The diagnostic procedure was performed using a retrograde approach. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The device was not attempted to be deployed outside the patient¿s body. The patient status after the procedure was ¿good¿. Other procedural details were requested but were not provided. The device is being returned.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 5f exoseal vascular closure device (vcd) was used with a non-discolored indicator window. Manual pressure was used to stop the bleeding. There was no reported patient injury. The device was stored and prepped according to instructions for use (IFU). The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, was not available. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The device never changed color. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The diagnostic procedure was performed using a retrograde approach. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The vascular sheath introducer locked against the handle assembly and an audible click was heard. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing and there were no anomalies noted to the loop. The device was not attempted to be deployed outside the patient¿s body. The patient status after the procedure was ¿good¿. Other procedural details were requested but were not provided. A non-sterile unit of product ¿vascular closure device 5f¿ was received inside a clear plastic bag. The device was unpacked to proceed with the product evaluation finding the following conditions: the deployment button of the device was almost fully depressed, the plug was presented on the delivery shaft and exposed to residues of dry blood. The indicator window was received on white/black/red position and the cowling guard was found locked and the indicator wire was noted to be retracted. The bleed back port is set at its original position. The device is saturated with blood. Furthermore, an unknown procedure sheath was locked on the device and blood was noted in the procedure sheath with no damage observed on it. No other anomalies were observed during the visual analysis. A functional analysis was conducted. Since the device was saturated with blood, it was cleaned by immersing it in an ultrasonic bath for 25 minutes. The deployment button was pressed, showing no resistance. It was fully depressed, and the plug was deployed correctly. The device case was opened, and the internal mechanism was inspected with a vision system to magnify the image. The internal mechanism is assembled correctly, and no anomalies were observed. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device, as it was received with the window in the red/black/white stage. The functional analysis was performed by completing full depression of the lever and it was successful with plug deployment. There were no anomalies of the internal mechanism of the device. The exact cause of the issue experienced could not be conclusively determined during analysis. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.